Manufacturer narrative:
(B)(4). Needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305916, batch#: 2024137, 3233826. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We are hearing from stores about bd safetyglide injection needles ref 305916 not working. When you push the plunger, nothing comes out, there is tension. There seems to be no hole in the needle.